Event description:
It was reported that the customer had issues with the serter. It was stated that the serter damages the sensor and it broke off in the customer's body. Customer was able to remove the piece that was broken off but did not go to the doctor to get it checked. The insertion site was red, swollen and warm at the touch and customer was worried that a piece was still broken in but; it was looked at and it is fine. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.